Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
There was a visualized knot at the proximal end of the stent in the distal ureter via ureteroscopy. The knot hung on a ureteral stone and was unable to be retrieved in the physician's office necessitating an operating room cycsto procedure under anesthesia. The user used a holmium laser to cut the knot in the stent. Afterwards, the user removed the 5 fr stent pieces and placed a 6 fr stent to complete the procedure without further incident.

Manufacturer narrative:
(B)(4). In addition to the previously reported information below in the event evaluation section the following was determined from the investigator with a changed in root cause from "device failure related to patient condition " to "unable to confirm complaint." There was minor calcification on the outer surface of the stent and within the distal ureter as evident through the provided endoscopic imaging. The device in this case formed a knot in the patient's kidney at an unknown time and for unknown reasons, therefore a definitive root cause to what caused the stent to knot cannot be determined. **** event evaluation **** a review of complaint history, visual inspection, instructions for use (IFU), quality control, and specifications was conducted during the investigation. A visual examination of the returned complaint product noted it was returned in two sections. The distal tip of the curl had been separated via laser as evident by the melted material at the point of separation on each section. Photos provided with the report confirm that the stent had knotted within the distal ureter. It was noted that the stent had minor calcification on the outer surface of the stent as well as deposits within the inner lumen. The distal pigtail that had knotted within the patient displayed discoloration and encrustation; and in addition, the material at the tip of the distal pigtail had hardened due to the calcification. It was noted that there was minor calcification on the outer surface of the stent and within the distal ureter, as evident through the provided endoscopic imaging. This calcification could reduce the area within the ureter in which the pigtail resides, thus creating potentially multi-directional fluid flow through the ureter at a higher pressure due to the smaller area. This multi-directional movement could have caused the pigtail to wrap around itself, thus causing the reported knotting. There is no evidence to suggest this product was not made to specifications. It is impossible to predict the exact interaction which an implanted stent will have within the ureter; however, the IFU cautions that complications of ureteral stent placement have been documented. In the decision to use this device, end users must consider all risk-benefit factors as they apply to that particular patient. The IFU cautions that individual variations of the stent's interaction with the urinary system is unpredictable; periodic evaluation via cytoscopic, radiographic, or ultrasonic means is suggested in order to monitor the status of the stent. Based on the visual examination and the imaging provided, the root cause has been determined to be related to the existent ureteral calcification as this has the potential to create unpredictable multi-directional forces within ureter and cause the stent to wrap around itself. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
There was a visualized knot at the proximal end of the stent in the distal ureter via ureteroscopy. The knot hung on a ureteral stone and was unable to be retrieved in the physician's office necessitating an operating room cycsto procedure under anesthesia. The user used a holmium laser to cut the knot in the stent. Afterwards, the user removed the 5 fr stent pieces and placed a 6 fr stent to complete the procedure without further incident.

Manufacturer narrative:
Event evaluation: a review of complaint history, instructions for use (IFU), quality control, and specifications was conducted during the investigation. A visual examination of the returned complaint product noted it was returned in two sections. The distal tip of the curl had been separated via laser as evident by the melted material at the point of separation on each section. Photos provided with the report confirm that the stent had knotted within the distal ureter. It was noted that the stent had minor calcification on the outer surface of the stent as well as deposits within the inner lumen. The distal pigtail that had knotted within the patient displayed discoloration and encrustation; and in addition, the material at the tip of the distal pigtail had hardened due to the calcification. It was noted that there was minor calcification on the outer surface of the stent and within the distal ureter, as evident through the provided endoscopic imaging. This calcification could reduce the area within the ureter in which the pigtail resides, thus creating potentially multi-directional fluid flow through the ureter at a higher pressure due to the smaller area. This multi-directional movement could have caused the pigtail to wrap around itself, thus causing the reported knotting. There is no evidence to suggest this product was not made to specifications. It is impossible to predict the exact interaction which an implanted stent will have within the ureter; however, the IFU cautions that complications of ureteral stent placement have been documented. In the decision to use this device, end users must consider all risk-benefit factors as they apply to that particular patient. The IFU cautions that individual variations of the stent's interaction with the urinary system is unpredictable; periodic evaluation via cytoscopic, radiographic, or ultrasonic means is suggested in order to monitor the status of the stent. Based on the visual examination and the imaging provided, the root cause has been determined to be related to the existent ureteral calcification as this has the potential to create unpredictable multi-directional forces within ureter and cause the stent to wrap around itself. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
There was a visualized knot at the proximal end of the stent in the distal ureter via ureteroscopy. The knot hung on a ureteral stone and was unable to be retrieved in the physician's office necessitating an operating room cycsto procedure under anesthesia. The user used a holmium laser to cut the knot in the stent. Afterwards, the user removed the 5 fr stent pieces and placed a 6 fr stent to complete the procedure without further incident.